Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's sensor triggered threshold suspend due to sensor and blood glucose differentials. Customer's blood glucose was 105 mg/dl at the time of the incident. Troubleshooting was performed. The insulin pump's sensor will not be returned for analysis.